Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as shingella when using phoenix panel nmic/ID-307 (449289) batch number 1208671. The customer did return lab reports, but did not return isolates or panels for investigation. To investigate, a total of 6 retention panels from the complaint batch were tested on a phoenix instrument, where three panels were tested using qc isolate atcc 25922 of escherichia coli and three panels were tested using qc isolate atcc 35218 of escherichia coli, and evaluated for identification results. During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Bd encourages you to consider the following parameters to optimize results within your laboratory. ¿ qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. ¿ isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. ¿ optimum performance comes from using fresh 18-24 hour, well-isolated colonies. ¿ ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). ¿ volume of ID broth should be visually assessed for any obvious low fills. ¿ ensure proper incubation temperature and environment . ¿ use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). ¿ handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors ¿ follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors h3 other text : see h.10

Event description:
It was reported that the bd phoenix¿ nmic/ID-307 misidentified e. Coli as shigella. There was no indication of confirmatory testing, or that results were reported to clinicians. The patient was prescribed nitrofurantoin, though no adverse effects were reported as the treatment was viable for both organisms. The following information was provided by the initial reporter: "e. Coli identified as shigella." "This second isolate was reported to the chart incorrectly, but the patient should not have been affected because the antibiotic prescribed was nitrofurantoin and would¿ve covered either organism."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phoenix¿ nmic/ID-307 misidentified e. Coli as shigella. There was no indication of confirmatory testing, or that results were reported to clinicians. The patient was prescribed nitrofurantoin, though no adverse effects were reported as the treatment was viable for both organisms. The following information was provided by the initial reporter: "e. Coli identified as shigella." "This second isolate was reported to the chart incorrectly, but the patient should not have been affected because the antibiotic prescribed was nitrofurantoin and would¿ve covered either organism."